Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had open book image and red x. Customer's blood glucose level was unknown. Customer reported that they woke up with a dead insulin pump and when he changed the battery the error came on. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.